Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer adjusted the reagent probe, sample probe, and rinse level. The customer ran qc successfully. This investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient with the cobas 8000 c702 module. The initial result was 6.1 mg/dl and the repeated result was 8.6 mg/dl. The questionable result was reported outside the laboratory. The reagent lot number and expiration date were requested but not provided.